Event description:
On 1/23/96 this 75-yr-old gentleman was in the cardiac catheterization lab, undergoing a ptca of the left coronary artery, causing a left main dissection. The angioplasty balloon was found to have a hole in the material. The pt was sent to the operating room for a coronary bypass procedure.